Event description:
It was reported when the device was used during a laparoscopic hand assisted colon procedure, it tore. Another device was used to complete the case. There was no patient consequence.